Event description:
It was reported that there was a power-on-reset (por) condition with error code 0x3608. It was noted that this was not a known error code. It was noted that multiple por¿s were suspected to have occurred. It was noted that it was initially stated that this was the third overdischarge. However, it was possible to bypass the por error code on the physician programmer and no end-of-service (eos) was displayed. It was surmised that this was thus the second overdischarge and not the third. It was noted that the first overdischarge occurred around three to four months ago. A physician-mode-reset was performed today and an attempt was made to clear the 3608 error code. It was discussed that it was difficult to determine battery damage, but that the recharge interval could be 50-75% less than a new stimulator. The potential for another overdischarge was noted. The implantable neurostimulator was implanted on the patient¿s right side and that the patient had limited use and reach with his right arm. The patient had been unable to recharge without assistance. It was noted that the patient had not had anyone around to assist recharging. There was a plan to move the battery to the left buttock so the patient could charge more easily.

Event description:
It was further reported that there were no malfunctions. The stimulator was recovered and was functioning correctly. The patient was doing fine and stimualtion was effective. No further information on moving the stimulator was given.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).